Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that during a lletz (large loop excision of the transformation zone) procedure, the loop t-bar electrode burnt and a replacement was used to complete the procedure. It was also reported that during a follow up visit, the patient informed the surgeon that she received a second degree burn to the right gluteal region, 10cm in length, which is currently healing without treatment but is expected to leave a scar.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a lletz (large loop excision of the transformation zone) procedure, the loop t-bar electrode burnt and a replacement was used to complete the procedure. It was also reported that during a follow up visit, the patient informed the surgeon that she received a second degree burn to the right gluteal region, 10cm in length, which is currently healing without treatment but is expected to leave a scar.